Event description:
Pt scheduled for bilateral implant exchange and capsulectomies. Upon doing the surgery the left breast implant was found to be leaking silicone and the right breast implant was found to be ruptured. This was the pt's second implant exchange. The last implant exchange was done in 1980 by another surgeon. The MFR of these implants was unknown. The implants and any tissue was sent to pathology for exam. No abnormal pathology was reported. Since the implants were either ruptured or leaking facility views this as a pt injury.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: yes. Corrective actions: device discarded, other. The device was destroyed/disposed of.